Event description:
It is reported that the patient was revised for cup loosening. During revision, mild proximal anterior and posterior osteolysis was noted about the femoral component, extending approximately 5mm.

Manufacturer narrative:
Wear debris in the human body may lead to the formation of osteolysis, and there are many factors that contribute to this condition. It is unlikely that any deficiency of the implanted device itself directly contributed to this particular incident. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.